Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as customer declined troubleshooting with tandem technical support. Tandem technical support made multiple follow up attempts with the customer, however, no response received.